Event description:
Baxter (B)(4) received a report that a 2 ml/hr infusor underinfused during patient infusion. The device was filled with a 96 ml solution containing 4800 mg fluorouracil in glucose. The patient was connected to the device on (B)(6) 2012 and disconnected on (B)(6) 2012. When the patient was disconnected from the device, there was 20 ml of fluid remaining in the infusor. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 42 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate =1.83 ml/hr, normalized flow rate = 1.88 ml/hr, specification range = 1.80 - 2.20 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an underinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.